Event description:
It was reported during knee arthroplasty that the articular surface could not be seated on the tibial tray. Laterality was verified, the tray had been thoroughly cleaned and the area debrided of excess tissue, but another articular surface was used to complete the procedure without issue. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.